Event description:
The technician alleged that the side rail is not locking in the up position. No patient impact.

Manufacturer narrative:
The technician found the metal plate cover for the side rail hook is bent. The technician straightened the side rail metal plate cover for the side rail hook to resolve the issue.